Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an examination procedure. The philips engineer inspected the system remotely and confirmed that goodnet images do not display on flexvision. Furthermore, in (B)(4), philips field service engineer (fse) visited onsite. After reviewing system log file, fse found that, the phenomenon was caused by a malfunction of the unit that converts goodnet images from analog to digital. To resolve the issue, fse replaced that wall connection box (wcb) 2.0 rx unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.

Event description:
It has been reported to philips that the goodnet images do not display on flexvision. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.